Manufacturer narrative:
Physio-control evaluated the device and observed that the device would not power up. Physio further observed that the fuse on the power pcb assembly was "blown." The fuse was replaced and then proper device operation was observed through functional and performance testing.

Event description:
Found during testing. According to the reporter, the device would not power up with fresh batteries when the on button was pressed. There was no patient use associated with the reported incident.